Manufacturer narrative:
The quattro catheter was returned to zoll (B)(4) on 09/26/2016 for evaluation. A visual evaluation of returned catheter was performed and found traces of blood on the shaft and infusion ports. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. All infusion ports flushed successfully with no issues observed. Functional test of returned catheter was performed, the catheter was connected to a pressurized inflation device; the balloons fully inflated when pressurized up to 100psi without losing pressure. The balloons did not leak during inflation and deflation. The catheter then was connected to a thermogard system. The system was run on max cooling for approximately 1 minute, and a leak was observed at medial balloon. Evaluation of the returned quattro catheter confirmed the customer reported issue. A pinhole leak was found at the medial balloon of the catheter which was replicated by the system test performed. The potential cause of the pinhole is likely to be a latent defect (e.g., a microscopic gel particle) in the balloon that eventually leads to a pinhole. All balloons go through a thorough inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity. This includes destructive testing to verify burst strength. In addition, during manufacturing, all quattro catheters are 100% inspected for leaks.

Event description:
It was reported that (B)(6) year old female patient (weight (B)(6)) was hospitalized post cardiac arrest. A quattro catheter was placed smoothly in left femoral vessel. The temperature set point on the console was 37°c. On the 4th day of therapy, it was noted that the fluid was leaking at the site of orange luer connections. It was unsure if the leak was with start-up kit (suk) or catheter. The nurse confirmed that the connections between suk and catheter were tight. However patient's bed was wet and the console set off an alarm. The patient was past rewarming and was going into the 28th hour of maintenance of normothermia, so it was decided to just discontinue the device and monitor her temperature. Patient has history of diabetes, hypertension (htn) and chronic obstructive pulmonary disease (copd).